Event description:
It was reported that in 08/02 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."

Event description:
It was reported that in 2002 patient underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced" no other details or information is given. Additional information (legal complaint) received on 06/2004 states that shortly following patient's surgery, she developed "extreme pain, swelling, and other serious injuries." Update: additional information provided 09/2005 noted that according to the patient, the following is alleged to have occurred: chronic neuropathic pain - abdominal; completely lost toe nails several times; tongue peeled"; atrophy resulting in phycal therapy; constipation and digestion problems. And psychological pain resultng in depression, panic, and anxiety.